Event description:
The lay user/patient contacted lifescan in 2008 alleging that the onetouch ultrasoft lancing device threads were stripped/damaged. This complaint is classified based on the customer care advocate's (cca) documentation. The pt stated that the reported issue occurred 2 to 3 days prior to contacting lifescan. As a result of the reported issue, the pt reportedly took glucose (date and time unknown). After the alleged issue began, at an a unknown time, she reportedly experienced symptoms of "tiredness, sleepiness, thirst and weakness." The pt was not tested on any other device. The pt reportedly did not receive/require any medical treatment or intervention for the diabetes. The lancing device was replaced. This is being reported since there was a possible product malfunction, and the pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet rec'd it. If the lancing device is returned, it will be evaluated and, if the lancing device does not pass inspection, FDA will be informed of the results in a supplemental report.